Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient experienced post implant complications of a pelvic abscess and underwent drainage of the pelvic abscess on (B)(6) 2001 and "mesh erosion of the suburethral sling (davol flat) and underwent a partial removal of the bard/davol flat mesh" on (B)(6) 2004. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney and medical records provided: on (B)(6) 2001: the patient underwent a vaginal hysterectomy, bilat salpingo-oophorectomy and implant of a suburethral sling using a bard/davol flat mesh. On (B)(6) 2001: the patient complained of pain with urination and pelvic pressure, was diagnosed with a pelvic abscess and underwent drainage of the pelvic abscess. On (B)(6) 2004: the patient was diagnosed with mesh erosion of the suburethral sling (davol flat) and underwent a partial removal of the bard/davol flat mesh. The patient's attorney alleges patient outcomes of pain, erosion, infection, urinary problems, bowel problems, recurrence, and dyspareunia.